Event description:
Senseonics was made aware of an incident where user reported going to the emergency room due to blood clots. No formal diagnosis was provided; however, the user was treated with blood thinners. The event occurred on (B)(6) 2025. At the time of the call, the user reported feeling well.the event was not related to diabetes or glucose measurements.per dms review, the user has not been using the system since (B)(6) 2025 at 6:12 pm due to loss of the transmitter.

Manufacturer narrative:
The user reported going to the emergency room due to blood clots. No formal diagnosis was provided; however, the user was treated with blood thinners. The event occurred on (B)(6) 2025. At the time of the call, the user reported feeling well.the event was not related to diabetes or glucose measurements.per dms review, the user has not been using the system since (B)(6) 2025 at 6:12 pm due to loss of the transmitter.